Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd implanted: (B)(6) 2016, 4296-88 lead implanted: (B)(6) 2012, 6947-65 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to endocarditis, a temporary pacing lead was used for about seven days, and then the system was replaced. No further patient complications have been reported as a result of this event.